Event description:
Olympus was informed that the user experienced image loss after using the video processor in an unspecified procedure. The intended procedure was completed with the same device. No reported delay in the procedure. There was no patient or user injury reported.

Manufacturer narrative:
Initial reporter name and address: the complete establishment name is (B)(6) and the complete address is (B)(6). The device was returned to olympus for evaluation. The evaluation confirmed the report of ¿no image¿ due to a printed circuit board failure. The investigation is ongoing, this report will be supplemented when new and relevant information becomes available later.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.